Event description:
It was reported that the screw fractured inside of an old implant. Requested screw removal tools in order to retrieve the broken portion. The patient will need to return for screw removal and placement. The prosthesis is bridged and is still in the patient's mouth.

Manufacturer narrative:
Zimvie complaint number (B)(6). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.